Event description:
Breakage of novofine 6 (32g) needle inside stomach area (device breakage). Needles from this carton are bending during injection (needle issue). Case description: medical device info: class iia. This spontaneous case from (B)(6) was reported by a pharmacist as "breakage of novofine (32g) needle inside stomach area" and "needles from this carton are bending during injection" and concerns a pt, treated with novofine (32g) from an unk date and ongoing due to device therapy. On an unk date, the pt experienced breakage of novofine (32g) needle inside the stomach area. The broken needle has to be removed by a healthcare professional. The pt complained that needles from this carton are bending during injection. Stop date of the event is not reported. The overall outcome is not reported. Analysis result: product: novofine g32. Lot no: 09h01s. Needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. Needles tested for right-angled position of needle tube in the needle hub. Needles tested for resistance to breakage. During testing it has not been possible to detect any irregularities related to the complaint on the sealed and unused needles, from the same needle box as the needle involved in this complaint. Reporter comment: reporter's alternative aetiology: not reported.

Manufacturer narrative:
Eval summary: needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. Needles tested for right-angled position of needle tube in the needle hub. Needles tested for resistance to breakage. During test it has not been possible to detect any irregularities related to the complaint on the sealed and unused needles, from the same needle box as the needle involved in this complaint.